Event description:
The hcp reported that the pt had an MRI in 2004. The pump was checked three days later and it was noted that the pump appeared to have been stalled since the MRI. Interrogation/programming was performed and the stall recovered.